Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon's "first toric patient has an outcome that is -2.00 +3.25 at 128," (refractive surprise). Reporter stated "the lens power is -10.50 +3.50 at 92." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.